Event description:
Ous MDR - it was reported that, one day after the implantation, an increased impedance was measured (2500 ohm) and lack of pacing was observed. During the revision on the following day, the pacing impedance was 4000 ohm. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the examination, the leas was checked visually, electrically, and mechanically. During the visual inspection, cuts were detected in the insulation, which are probably a result of the operation. During the ongoing analysis, no deviations from the technical specifications were found that could be connected to the clinical complaint. In summary, there were no indications of material defects or manufacturing errors.